Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20403. Reference MFR. Report# 1627487-2015-20409. It was reported the patient ((B)(6)) experienced uncomfortable overstimulation on his cycle program along with ineffective stimulation. A sjm representative observed autoreduction on the system and tried reprogramming to no avail as only unintended abdominal stimulation occured. X-rays were requested and surgical intervention will be taken at a later date to address the issue. The patient received 3 scs leads. Two of them are from the same lot (3244691).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.